Manufacturer narrative:
(B)(4). Report source: united kingdom. Concomitant medical products: catalog number: 00875704801, lot number: 61774209, brand name: continuum shell. Catalog number: 65771101000, lot number: 61566509, brand name: m / l taper stem. Catalog number: 00877503201, lot number: 2587282, brand name: bioloxâ® delta, ceramic head. Catalog number: 00877500832, lot number: 2580686, brand name: bioloxâ® delta ceramic taper liner. Multiple reports were submitted along with this report 0001822565-2022-01834. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records identified that the patient underwent a total hip arthroplasty with no complications. Follow up visits reported no issues, patient is satisfied however there was a small difference in left leg being shorter than right. Pain started to develop about 7 years post op with continued testing to identify the source. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.